Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced superior vena cava obstruction syndrome which was caused by the implantable pulse generator (ipg). The ipg and pacing leads were explanted. No further patient complications have been reported as a result of this event.